Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a no external power event active while the patient was connected to the mobile power unit (mpu) was confirmed via analysis of the submitted log file; however, electrical damage to the mpu was not confirmed. The heartmate mobile power unit (serial number (B)(6) was not returned for analysis. The submitted controller event log file contained relevant data spanning approximately 9.5 days (25nov2023 ¿ 04dec2023, per the timestamp). The log file captured a loss of external power while connected to the mpu on 02dec2023 from 8:22:23 ¿ 8:25:14. During this time, the log file captured low voltage hazard, power cable disconnect alarms, and no external power alarms due to the relative state of charge (rsoc) and bus voltage in both power cables measuring below the minimum voltage threshold. The alarms resolved when the rsoc and bus voltage was restored to its expected voltage threshold when the power source was changed to battery power. This event appears to be consistent with a loss of ac power; however, the specific root cause is unknown. Pump speed was not affected by the alarms and the backup battery was able to support the system when external power was lost. It should be noted that a device history record review was completed on the unit and the alternating current (ac) power cord had a v-lock connector on it. Provided information stated that the serial number of the exchanged mpu is (B)(6), the cause of the event was identified as the patient changing his bed sheets while connected to the mpu, the patient had no symptoms at the time of the event, there were no other alarms active other than the no external power alarms, no equipment will be returned and the patient is at home and stable. The root cause of the reported event could not be conclusively determined through this analysis. The device history records were reviewed, and the records revealed the heartmate mobile power unit (serial#: (B)(6) was manufactured in accordance with manufacturing and qa specifications. Heartmate 3 instructions for use section 8 ¿ ¿equipment storage and care¿ and heartmate 3 patient handbook section 6 ¿ ¿caring for equipment¿ explain how to properly care for the equipment. Additionally, heartmate 3 patient handbook section 10 entitled ¿safety checklists¿, instructs users to regularly inspect their accessories for damage, and to replace any equipment that appears damaged or worn. Heartmate 3 instructions for use section 7 entitled ¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms, including no external power, power cable disconnect and low voltage alarms. Heartmate 3 instructions for use section 3 ¿ ¿powering the system¿ and heartmate 3 patient handbook section 3 ¿ ¿powering the system¿ addresses the user to not use expired batteries and advises the user to properly dispose of them. Heartmate 3 patient handbook and heartmate 3 instructions for use (IFU) caution users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the mobile power unit (mpu) shorted out while the patient changed the sheets. The patient was asymptomatic at the time of the event. A new mpu was provided. The event log files captured the no external power events that coincided with the mpu short on (B)(6) 2023 at 8:22:23. The patient switched to batteries at the time of the event so there was no interruption in pump support. The patient was at home and stable after the event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.